Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked at adapter tubing junction. The following information was provided by the initial reporter; the nurse reported that during the patient's indwelling period, leakage was found at the y-shaped connection of the extension tube of the indwelling needle and catheter. The number affected was 1. Photos can be provided. The sample cannot be returned. A complaint reply letter is required, a green claim is required, and a complaint acceptance letter is not required.

Manufacturer narrative:
Customer returned 1 video, no defective sample. The video shows the leakage at the joint of the extension tubing and the pp connector. DHR/bhr review (lot #3171608): this batch of products were assembled at intima ii auto line 4 in july 2023, and packaged at r245 package line in august 2023. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The retained sample of this batch is taken for 45psi leakage test, pull strength test between the extension tubing and the pp connector. No leakage is found, and the pull strength between the extension tubing and the pp connector meets the product specifications. Please see the attached test reports. In the process of product assembly, the gripping jaw wear or poor alignment may cause damage to the extension tubing in this part. During the use of the product, external force will also cause damage to this part of the product. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned video shows the leakage at the joint of the extension tubing and the pp connector. As the specific damage status of the complained sample cannot be confirmed and the usage is unknown, the root cause of the leakage cannot be determined. The palnt will continue to pay attention to such defects.

Event description:
No additional information provided.